Event description:
Event clarification: during the set-up of the set, the customer found that the platelet tube was crushed. This issue was found during setup, so no donor was reasonably known at the time.

Event description:
During set-up; crushing of platelet tube check during the assembly. This report has been sent to the italian national ministry of health. This report is being filed in response to the customer filing a sae report.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in progress. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The device history record was reviewed. Nothing was found that was related to this event. Investigation: the set was returned for evaluation. The set did not appear to have been used. A 1 cm flat area was noted on the tubing between the platelet bag and the sampler. This was located approximately 20 cm from the bag bond socket. A second kink was noted on the plasma bag line. This was approximately 0.5 cm long and located approximately 25 cm from the bag bond socket. The effect of a kink on potential performance issues with the kits has been evaluated by engineering. A tubing kink is unlikely to affect the kit performance as long as the interior diameter of the tubing is larger than the interior diameter of the needle. The kinks observed had a flattened appearance, but would open readily if fluid is passed through the tubing. Root cause: the common causes of tubing kinks, indentations and compressions are typically related to slight variations during tray packing. Tubing is not affixed within the packaging and shifting may occur during packaging and transport to sterilization. Following exposure to the heat and humidity of the sterilization cycle, the tubing may assume a deformed shape. Only the most severely occluded kinks in the tubing should be cause for rejection to prevent usage of these disposables in procedures.